Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported patient underwent right total hip arthroplasty and subsequently underwent a head and liner exchange due to hematoma evacuation on an unknown date. The patient underwent a second revision 3 years post initial surgery due to pain dislocation and clinical presentation of metallosis. During the revision surgeon debrided metallosis, removed pseudotumor, noted acetabulum bone loss, implant wear and liner fracture. Due to the metal debris noted at trunnion and trunnion adapter, components were unable to disengage and elected to remove stem. All components were revised, and a plate and cable system was used for fracture stabilization. After the second revision the patient continued to experience complications from the elevated titanium levels including headaches, fatigue, and ocular swelling with vision disturbances. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional medical records reviewed: in the months following the revision, the patient continues to experience symptoms related to elevated titanium levels, which were found to be 100 times higher than normal. Patient has difficulty ambulating, weakness, fatigue, and headaches. Root cause remains unchanged.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g4; g7; h1; h2; h3; h6. No product was returned; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following : the patient underwent a right total hip arthroplasty and zimmer biomet products were implanted without complications. The patient was revised approximately 32 months post implantation due to dislocation and metallosis. During the procedure, metallosis and pseudotumor were debrided from the joint space. The liner was found to be fractured. The femoral head was resting at the superior aspect of the acetabular component, and the shell was worn. Bone loss was noted in the acetabulum. The head was extracted. The trunnion adapter could not be separated from the trunnion, and the surgeon decided to remove the entire construct. During the removal of the stem, trochanteric fracture occurred. There was metal debris between the trunnion adapter and the stem's trunnion. All zimmer biomet products were revised. No other complications/ findings related to the reported event were noted. A definitive root cause cannot be determined. The received additional information does not change the final results of previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: bone scr 6.5x20 self-tap catalog # 00625006520 lot # unknown, shell with cluster holes porous 52 mm o.d. Size ii for use with ii liners catalog # 00875705201 lot # unknown, liner elevated rim 36 mm i.d. Size ii for use with 52 mm o.d. Size ii shell catalog # 00875201036 lot # unknown, bioloxâ® delta, ceramic femoral head, l, ã¸ 36/+3.5, taper 12/14 catalog # 00877503603 lot # unknown. H3: customer has indicated that the product will not be returned because product location is unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location is unknown.

Event description:
It was reported that the patient underwent a right total hip arthroplasty. Subsequently, the patient was revised due to unknown reason. Attempt for further information has been made, but no further information has been provided.

Event description:
It was reported patient underwent hip revision surgery 3 years post implantation due to pain, dislocation, and clinical presentation of metallosis. During the revision surgeon debrided metallosis, removed pseudotumor, noted acetabulum bone loss, implant wear and liner fracture. Due to the metal debris noted at trunnion and trunnion adapter, components were unable to disengage and elected to remove stem. During the removal of the stem the greater trochanter fractured. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a2; a3; b1; b7; d4; e1; h2; h3; h4; h6. D4: (B)(4).